Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not getting effective stimulation and it was found that there were impedances issues on contacts 0,3 (<(><<)>50) and 8,10,11,12,13 (> 30000-40000). No factors contributed to issue per report. No troubleshooting or diagnostics performed. Dr machado placed a new percutaneous lead today in the cervical region. Issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot#: j0333642v, implanted: (B)(6) 2003, explanted: (B)(6) 2021, product type: lead; product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2021, product type: extension; product ID: 377775, lot#: j0546515v, implanted: (B)(6) 2006, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 01-jul-2007, UDI#: (B)(4); product ID: 3708360, serial/lot #: (B)(4), ubd: 12-jan-2010, UDI#: (B)(4); product ID: 377775, serial/lot #: (B)(4), ubd: 12-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.